Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant reported that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within the esophagus on (B)(6), 2012 during a stent placement procedure. On (B)(6), 2012, the patient presented with dysphagia. According to the complainant, mucosal hyperplasia was present in the "uncovered portion" of the stent. The patient's condition was reported to be stable post procedure. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.